Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 800 mg/dl and a high level of ketones. The customer alleged that "the pump stopped working;" however was unable to provide additional information regarding the cause. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.